Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 the patient (pt) reported irritation and redness ou while wearing the acuvue oasys contact lenses. On (B)(6) 2016 a patient (pt) called to report "discomfort, redness, and foreign body sensation in (B)(6) 2015 that progressively got worse." It was reported that the pt was wearing the acuvue oasys brand contact lenses (cl). The pt reported that he/she had been diagnosed with iritis ou. The pt reported that he/she had been prescribed a steroid drops (medication name unknown) for 2 weeks. The pt reports that "ou improving, but continues to see small specks of dust." On (B)(6) 2016 the pt sent an e-mail with the following as follows: "the pt reported that his/he first appointment was on (B)(6) 2015. "The pt reported that he/she was "prescribed prednisolone acetate ophthalmic suspension usp." The pt reported that he/she originally went to an urgent care on (B)(6) 2015. The pt reported that he/she was prescribed trimethoprim sulfate and polymixin b sulfate ophthalmic solution and zaditor antihistamine eye drops. The pt&#62688;medical records were also provided in the (B)(6) 2016 e-mail. This report is being submitted for the pt's os. The od event will be provided under separate report. Date of visit: (B)(6) 2015; va od 20/20 and os 20/20; intraocular pressure: 16 mmhg od; os: 15 mmhg; description of chief complaint: os 3 days ago va blurry; 3 weeks ago very irritated; 1 week ago went to urgent care, redness and irritation os; 3 weeks prior c/o new cl seriously irritated so d/c wear for a while; was given antibiotic and antihistamine was used as directed &#63500;ast gtts this am, va blurry starting 3 days ago; better now but worse in the os than od; skiing, has noticed dirt or dust in cls, almost wore cl's in today but threw the cl away os cl (since pt was skiing) no discharge or mattering redness is less but worried about continuing issues; worse in the am than pm when irritation is bad; pt had increased photophobia also; general health ok; recent cold but is feeling better; exam: 1+ cells and flare ou; no posterior inflammation ou; diagnosis: iritis ou; discussion/counseling: things will feel better before they are typically; no cls wear or until cleared; plan/follow-up: rtc 1 week; predforte q 4 hours ou. Date of visit: (B)(6) 2016: description of chief complaint: pt returning for recheck from (B)(6) 2015, iritis ou; pt given prednisolone q 4 hours ou; things some improved; still seeing dots while skiing, less blurry va overall; improved light sensitivity also; no problems with gtts; va seems otherwise back to normal; bilateral anterior ou iritis; pf qid "much better; va/c: od: 20/20; os: 20/20; od: trace flare, no cells; os: trace flare, occasional cell; diagnosis: iritis ou; etiology ???; discussion/counseling: decrease predforte bid; plan/follow-up: to check 2 weeks; no cls wear while on pf. Date of visit: (B)(6) 2016: description of chief complaint: pt returning for recheck of iritis ou from (B)(6) 2016 visit; pt using prednisolone bid ou, no problems with gtts; va os/od slight blurriness; pt will still see occ black dots in va re goggles on usual skiing; lens watering re glasses than contact lenses; no pain or irritation; general health good; on pf bid; back to nml except sees floaters with ski goggles; va/c: od: 20/20; os: 20/20; intraocular pressure: od: 15 mmhg; os: 14 mmhg; diagnosis: resolved bilateral anterior ou iritis; plan/follow-up: pf 1 drop ou x 7 days then dc. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00jxhb was produced under normal conditions. Two open blisters were returned. There was no lens in one open blister. The parameters of one lens were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. It is unknown which eye the pt wore the lens. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.